Event description:
It was reported that the patient reported to the emergency room and sent a remote transmission. Undefined impedance was noted and a possible right ventricular (rv) lead fracture was suspected. High thresholds, high impedance and a loss of capture were also noted. A temporary lead was placed. The rv lead was then capped and replaced approximately two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.